Manufacturer narrative:
Concomitant medical products: product ID: 9733597 (emitter cable), lot/serial #: (B)(4); product ID: 9731203 (field generator), lot/serial #: (B)(4); product ID: 9731203 (field generator), lot/serial #: (B)(4). Two field generators were returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned field generators were connected to a test system for seventy two hours of testing and no issues were detected. Tracking remained consistent throughout the duration of testing. No failure was found on either of the field generators. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable was returned for analysis. Functional testing determined that the cable was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not functioning due to an emitter power fault. No patient was present at the time of the event.